Event description:
It was reported that this lead was surgically abandoned due to product performance issue. This lead is no longer in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).